Event description:
Reported dur to death. The physician used the graftmaster to bridge a giant mid basilar aneurysm. According to the physician, the graftmaster "served it's purpose perfectly." There were no complications or adverse events reported. The patient did well for three days and then suddenly became unresponsive. It was reported the patient stabilized for a while, but in the middle of the night 3 days after even date became unstable and lost all brain stem function. The patient had experienced another fatal subarachnoid hemorrhage. The patient expired in 2006.

Manufacturer narrative:
The device was not returned for evaluation but the lot information was provided. Review of the device history record for this lot did not produce any findings relevant to this investigation.